Event description:
The event occurred in portugal during treatment. It was reported that there was an audible noise on the hls set. The cardiohelp was excluded as the fault as it was investigated in complaint (B)(4). The hls set was replaced during treatment. The customer is not willinig to share the patient data. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.